Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. Pt reported that they are in a lot of pain that is going down their left side. Pt stated these issues started around the (B)(6) (month/year valid), and they have already tried increasing stimulation to around 9-10v, but do not feel stimulation. Pt confirmed that the ins is implanted in the pt's back and is supposed to help w/ this pain. Pt noted the ins is a "godsend" and was previously providing therapeutic relief.  Pt ultimately was able to sync without using the programmer antenna and reported that their ins was off and set to 0.0v. Reviewed how to turn the ins back on and how to increase. Pt noted seeing the upper limit screen when they attempted to increase stim. Additional information was received from the patient. Patient called back stating that they have turned their stimulation all the way up to 10 but they do not feel stimulation. Patient said they have replaced the programmer batteries and the implant was fully charged. Additional information received from the consumer reported that they were not doing good. The rest of their answer was illegible. Additional information received from the manufacturer representative reported that the patient¿s implant was dead and they couldn't check impedances. The patient was getting good coverage until (B)(6) and at that point the battery stopped working and they couldn't charge the implant. The device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.